Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information.

Event description:
Medtronic received information that during coiling treatment of a small unruptured, saccular anterior communicating artery aneurysm, measuring 2mm, this coil detached unexpectedly around the aneurysm neck. It was reported that after using this coil, the physician tried to detach the coil with using instant detacher. The physician was sure that coil was fully detached, so tried to remove the pushwire from the patient. While removing the pushwire, the coil was still attached to the pushwire and it was detached unexpectedly around aneurysm neck. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation of coil ¿non-detachment¿ could not be confirmed but observation of ¿premature detachment¿ was confirmed. The pushwire was returned for evaluation without implant coil as it was implanted in the patient. The instant detacher was not returned as it was discarded. As received, the pushwire was found broken into two segments but retained together by the pulled release wire. The proximal segment of the pushwire, the tack weld replacement (twr) crimps were found broken. The pushwire segment was bend at the proximal end. The distal segment of the pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). Under the microscope, the coin was not found located against the lumen stop, the shield coil was found to be stretched. The retainer ring appeared to be damaged and ovalized. The lot history records of the retainer ring have been reviewed and no quality issues were noted. The instant detacher and the implant coil were not returned; therefore, any contributing factors from these could not be determined. It is unknown if the tack weld replacement (twr) crimps were successfully broken with the use of the instant detacher, or during the attempt at manual detachment. It is possible that the customer pulled out the proximal tip of the pushwire during their attempt at manual detachment and the pushwire became bent during return to medtronic for evaluation. It is possible that the damaged retainer ring or the pulled release wire led to the subsequent detachment of the implant coil from the pushwire during the procedure. The cause for the damage to the retainer ring could not be determined. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and axium i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.